Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that since implant the patient had rib stimulation. Impedances were tested and found to be high on 0,1,2,3,4,6,7. The patient was programmed around those electrodes. The issue was not yet resolved. The patient was being send for an x-ray of the leads to rule out migration. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c165 serial#(B)(4) implanted: (B)(6)2018 product type lead.

Event description:
Additional information was received from the rep. It was reported that patient was the initial reporter. Hcp stated (x-ray results) that the lead did not shift/migrate. The cause of rib stimulation and high impedances was not determined. Patient wanted the devices explanted. Provided information was confirmed with the physician/account.